Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4): t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at (B)(4) and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). The root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4): t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells. Damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at (B)(4) and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4).

Event description:
Does not get her period anymore but does get ovarian cysts and gets a lot of pain with that. This is why she is using the product [device use issue]. It is uncomfortable [discomfort]. Chaffing, almost like it is chaffed [skin abrasion]. It broke open in the front and the contents went down her legs [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number t26691, expiration date jul2020 and aug2020) from (B)(6) 2018 for a lot of cramping right now, ovarian cyst and pain. Medical history included coagulopathy from an unknown date and unknown if ongoing (clotting condition/diagnosed 6 years ago), cardiac disorder from an unspecified date in (B)(6) 2013 (surgery for holes in her heart), cerebrovascular accident on an unspecified date in (B)(6) 2013 and reflex sympathetic dystrophy (rsd) from an unspecified date in 2012. Concomitant medication included clopidogrel bisulfate (plavix) for heart and blood disorder from (B)(6) 2013 and ongoing orally at 75mg once a day and gabapentin (neurontin) for rsd and to help nerves from 2014 and ongoing orally at 100mg one in the morning, one in the afternoon, one around dinner and 2 before bed. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2018, the patient reported she was using the menstrual heatwrap on her back and when she went to the bathroom realized the heatwrap had broken open in the front and the contents went down her legs and into her underwear. It felt like sand everywhere and it was very uncomfortable. She confirmed it is not like a burning, the uncomfortable feeling is like when you go to the beach and get sand in your bathing suit, it rubs, almost like it is chaffed. The patient reported she does not get her period anymore but does get ovarian cysts and gets a lot of pain with that and that is why she is using the product. The patient mentioned everything was sealed upon purchase. Action taken with the suspect product was temporarily discontinued on an unspecified date in (B)(6) 2018. Clinical outcome of the events was unknown. Conclusion from product quality complaints on 12apr2018 included: the root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to the product quality complaint group on 15oct2018: the root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4): t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at (B)(4) and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). According to the product quality complaint group on 22oct2018: the root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4): t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells. Damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at (B)(4) and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Additional information has been requested and will be provided as it becomes available. Follow-up (12apr2018): new information received from a product quality complaints included: investigational results. Follow-up (20apr2018): new information received from a product quality complaints group included additional expiration date. Follow-up (15oct2018 and 22oct2018): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.